Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred with the customer's pump, which had previously experienced the same issue multiple times. There was no adverse impact to the customer's blood glucose level. To address the problem, tandem technical support arranged to send the customer a replacement pump with updated software. The customer was informed about backup therapy using multiple daily injections, instructed on how to put the faulty pump into storage mode, and advised on programming and connecting their continuous glucose monitor to the new pump. The customer agreed to return the problematic pump within 10 days using a pre-paid label to avoid being charged.